Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an spinal cord stimulator (scs) leads replacement procedure and was doing well postoperatively. The explanted devices were not returned as per hospital policy.